Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that before the surgery, an issue occurred with the device. There was no harm for patient, operator or third party. Update (B)(6) 09-aug-2023: it was reported that the tip of the device broke off inside the patient during the surgery and was successfully removed from the patient during the same procedure. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is confirmed. Upon visual evaluation, it was noted that the distal tips of the inserter shafts of the fibertak® button had both broken and bent. No broken pieces were returned for investigation. No implants and sutures were returned. Functional testing was not performed due to the damaged distal tips of the devices. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned or prying/leveraging the device during insertion.